Manufacturer narrative:
As the lot number for the device was not returned, a lot history review could not be performed. The device was not returned to the manufacturer for review; therefore, the investigation is inconclusive due to no sample return. Based on the available information, a definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75124 pta balloon dilatation catheter allegedly experienced peeled / delaminated. This information was received from one source. One patient was involved with no patient consequences. The patient's age, weight, and gender were not provided.